Event description:
On (B)(6) 2012, the patient underwent treatment for a descending thoracic aneurysm and was implanted with conformable gore tag thoracic endoprosthesis. All devices were implanted successfully with the appropriate overlap lengths having been adhered to. The patient tolerated the procedure with no evidence of endoleak. On (B)(6) 2012, the patient had an angiogram performed which determined a type iii endoleak. There was no evidence of aneurysm enlargement reported. On (B)(6) 2012, the patient underwent a re-intervention to treat a type iii endoleak at the distal overlap zone of the most proximal device and the second tag endoprosthesis implanted. An additional conformable gore tag thoracic endoprosthesis was placed to reline the overlap area. The endoleak was resolved. The physician attributes the endoleak to the 90 degree angle of the patient's aorta at the level of the overlap zone.

Manufacturer narrative:
Please note: additional device related to this event: (B)(4). Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Furthermore, the IFU warns, "intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging lesions and / or endoleak."